Event description:
It was reported that a user experienced elevated glucose readings while using the ilet bionic pancreas, with capillary or cgm values noted around 349 mg/dl before sensor replacement and later 269 mg/dl, despite usual meal announcements and no observed infusion set leaks or bent cannula; the user was instructed to replace all infusion and sensor supplies. Symptoms included hyperglycemia. Outcomes included no hospitalization, no emergency treatment, and self-management at home.

Manufacturer narrative:
Investigation included technical support review and user troubleshooting. Investigation of this case revealed no device malfunction observed by the user and no evidence of infusion set occlusion or leakage. It was concluded that the cause of the hyperglycemia was unclear and could not be confirmed as device related. The user did note his dexcom g7 sensor went out and after replacement, levels began decreasing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.